Event description:
Ous MDR - it was reported that one day after the implantation, the bipolar impedance of the lead was over 2500 ohms. Unipolar impedance was normal (443 ohms). Sensing and thresholds in both unipolar and bipolar configuration were normal. There was no indication of a lead dislodgement. Nevertheless, a revision was done; the lead was repositioned and connected to the pacemaker. The bipolar impedance was again > 2000 ohms. The device was programmed to unipolar pace and bipolar sense. The device was not returned. It remains implanted and active. No adverse patient side effects were reported.

Manufacturer narrative:
(B)(6) 2015 - update: high battery drain warning came (B)(4)2015. The device arrived for analysis on 12-aug-2015; no explant date was provided. The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated showing a warning message on the programmer indicating an elevated current consumption. Therefore, the pacemaker's memory content was analysed confirming this observation. The battery status was still "ok."the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. The therapy functionality was still fully functional. During the further course of the analysis the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies. The battery was found to be almost eri. Subsequent thorough investigations revealed a damaged integrated circuit, leading to an elevated current consumption draining the battery. In summary, the clinical observation resulted from a damaged integrated circuit. However, the therapy functions of the device were not compromised as the user was still timely alerted by a warning message. The manufacturing records document a flawless device production, particularly the current consumption was normal and expected. However, the date of occurrence was not determinable.